Manufacturer narrative:
Product event summary: analysis found that the upper case was broken, the lower case was broken, the attachment ring was bent, both bail covers were cracked and one bail was bent. The unit was cleaned and inspected, the upper and lower cases were replaced, the attachment ring was replaced, bent bail was replaced and the unit passed after being tested on an automated test system. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) was not functioning and the housing was defective. The epg was returned for servicing. No patient complications have been reported as a result of this event.